Event description:
During the atrial fibrillation procedure, a cardiac perforation occurred requiring pericardiocentesis. During mapping with the advisor hd grid, the patient's blood pressure dropped, and a pericardial effusion was diagnosed by ultrasonic device. Once a pericardiocentesis was performed, the patient was stable. The physician was not able to identify the situation or device which could have caused the cardiac perforation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.